Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of cystoscopy. It was reported that following insertion of the mesh the patient experienced recurrence of cystocele and cervical stump prolapse. A trachelectomy, lysis of adhesions and an anterior/posterior repair was performed but during the procedure the bladder was lacerated and had to be sutured. Due to this repair the bladder became edematous and the mesh revision/ implanting of new mesh was abandoned. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03829. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.